Event description:
Tech alleged that the side rail would not lock in the up position. No pt impact.

Manufacturer narrative:
The tech found the screws for the latch pins are backed out. The tech tightened the latch pin screws to resolve the issue.